Event description:
It was reported that this cardiac resynchronization therapy-defibrillator (crt-d) was part of the system revision due to infection. There were no additional adverse patient effects reported. The crt- d was explanted.